Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported we had to perform an x-ray before completing the procedure because the catheter did not match the image. There was no harm to the patient. 09/26 update: inconsistency in catheter navigation. An end user reports that when inserting the 3cg power PICC catheter into the patient, the ¿lollipop¿ on the ultrasound monitor, which indicates the location of the catheter tip, is not navigating properly. When the lollipop reaches a location compatible with the subclavian vein, the catheter continues to be inserted and the ¿lollipop¿ does not progress.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo samples provided by customer show magnet tag on screen pointing at various locations, but unclear as to anatomy or insertion status of the PICC line at time pictures were taken. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
It was reported we had to perform an x-ray before completing the procedure because the catheter did not match the image. There was no harm to the patient. 09/26 update: inconsistency in catheter navigation. An end user reports that when inserting the 3cg power PICC catheter into the patient, the ¿lollipop¿ on the ultrasound monitor, which indicates the location of the catheter tip, is not navigating properly. When the lollipop reaches a location compatible with the subclavian vein, the catheter continues to be inserted and the ¿lollipop¿ does not progress.